Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues observed. The returned puck was tested by pairing it with a known good reader and the puck was placed in the sim vivo fixture. The known good reader successfully triggered a signal loss alarm. The returned puck reconnected with the known good reader indicating the returned puck's electronics are functioning properly. The returned puck passed all testing and no product malfunctions or issues were identified. Therefore, this issue is not confirmed. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and it showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported that the loss of signal resulted in the low blood glucose alarm failing to trigger. Customer reported experiencing symptoms described as "twist eyes, no longer thinking clearly", sweating, and was unable to treat themselves. The customer was administered a glucagon injection and apple juice as treatment by a non-hcp. There was no report of death or permanent injury associated with this event.